Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port damage issue was verified, but the usb cable not charging issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb charging cable and wall power adapter. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.